Event description:
The suspect device result was 559 mg/dl. The user called an ambulance and was taken to the hosp. Their glucose was 325 mg/dl on an ER meter. User was given an IV and a lab was drawn. The lab result was 265 mg/dl. User was treated for hyperglycemia and released. Controls were not used. The device was replaced and requested to be returned for eval.